Manufacturer narrative:
Section e: phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 did not appear to contain powder within the clear tubing, but a black substance was noted throughout the length of the tubing. Discoloration was noted at the device's distal tip and darkened powder was noted within the red catheter hub. Catheter #2 had a dark substance noted on the distal tip, but exhibited no additional discolorations or powder within. Darkened powder was observed within the device nozzle. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device was initially unable to spray. A thin metal wire was inserted into the device nozzle to clear possible occlusions, after this the device began to spray continuously while the on/off switch remained in the "on" position, but the flow was stopped when switched to the "off" position. The returned catheters were tested using a device from our shelf stock. Catheter #2 was able to have powder pass through as intended. However, catheter #1 became occluded as powder darkened and accumulated when it came into contacted with the black substance within, confirming the black substance to be a liquid. For further evaluation the handle was disassembled. The tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. No powder was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center downtube, cannula, and diffuser plate found them to be clear. The low-pressure valve was disassembled and evaluated. All the internal components were intact. However, a powder was observed within the low-pressure valve. The buildup of powder in the low-pressure valve, resulting in the valve experiencing difficulty when opening and closing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was a build up of powder within the device nozzle resulting in additional powder build up within the low pressure valve of the device. The cause of the powder build up is unknown. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The description of event states: "...the powder was not coming out of the device. After much insistence, it finally came out everywhere covering the doctor in powder." It is not elaborated what specific steps were taken while attempting to spray the powder/ what the aforementioned "insistence" entailed. However, when attempting to address a suspected clog, or otherwise attempting to address difficulty releasing the powder, multiple button compressions can build pressure in the system resulting in a quick release of powder when potential occlusions or blockages have cleared if the red valve has been left open. It is instructed that the device's red valve be closed when detached from the catheter or otherwise removed from the patient to prevent possible uncontrolled release of powder. To assist the user the instructions for use notes: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." "Prior to removing hemospray device from patient, turn red valve to closed position." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported inability to spray and subsequent release of powder into the procedure environment could not be determined. The description of event states: "the powder was not coming out of the device. After much insistence, it finally came out everywhere covering the doctor in powder." It is not elaborated what specific steps were taken while attempting to spray the powder/ what the aforementioned "insistence" entailed. However, when attempting to address a suspected clog, or otherwise attempting to address difficulty releasing the powder, multiple button compressions can build pressure in the system resulting in a quick release of powder when potential occlusions or blockages have cleared if the red valve has been left open. It is instructed that the device's red valve be closed when detached from the catheter or otherwise removed from the patient to prevent possible uncontrolled release of powder. To assist the user the instructions for use notes: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." "Prior to removing hemospray device from patient, turn red valve to closed position." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the powder was not coming out of the device. After much insistence, it finally came out everywhere, covering the doctor in powder. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.